Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
According to the reporter, during a roux-en-y procedure, after attaching the orvil anvil to the eea and inspecting for the orange band, the surgeon closed the eea by turning the black knob until the green bar was observed in the window. The surgeon removed the safety and initiated the firing process. He squeezed the handle, approximately halfway in the squeeze of the device during the firing sequence, the surgeon stated said the lever locked. He replaced the safety and opened the device by turning the black knob. There was partially completed staples and partially cut tissue on both the gastric pouch and small bowel (jejunum). The surgeon fully extended the center rod and attempted to remove the anvil from the staple handle, but the anvil would not release. The surgeon cut 2 cm of the gastric pouch and small bowel open to remove the anvil and eea device. To correct the issue, the surgeon placed a purse string in the gastric pouch and had the anesthesiologist pass down a new 25mm orvil to re-create the anastomosis. With a and completed the anastomosis with no further issues. The surgeon over-sewed the staple line as a precautionary measure.

Manufacturer narrative:
(B)(4). Concomitant product: eeaorvil25a, implantable staple, gdw, lot number unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device was returned on april 19,2016 (this information did not save on previous report).

Manufacturer narrative:
Manufacture reference number: (B)(4). The sample receipt date was updated from april 19, 2016 to may 20,2016.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one stapler. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The visual inspection of the staple guide noted the instrument was fully applied. Functionally, the device was reloaded with a full complement of staples and applied over the appropriate test media producing acceptable results. The knife cut the test media cleanly and completely, despite the noted knife blade damage and the staple line was properly formed. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction.